Event description:
It was reported that the patient was admitted to the emergency room for complaints of dyspnea and back pain. It was noted that on telemetry, there was inappropriate pacing on the t-wave, and there was no indication of sensing on either the atrial or ventricular channels. A review of previous electrocardiograms (ekgs) indicated p-wave undersensing as well. The patient was brought in to the cath lab, where the pocket was opened and the leads were tested, exhibiting normal measurements. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device output was monitored for 13 hours and passed with no anomalies detected. It was also reported that sensitivity test, which is different from output monitor test was conducted and revealed a no output condition on the ventricle channel. The device battery voltage measured was at 2.69v. With the device loaded and powered up using an external supply, the current drain measured was at 25.9a which was slightly higher than nominal. The regulated supply and reference voltages were measured and all were at their intended levels except the negative supplies which were slightly lower than the nominal values. The negative supplies (nvdd and n3vdd) which power the pacing outputs, were shown to be non-constant and anomalous. The negative supplies stayed anomalous after their capacitors were isolated. Therefore, it was concluded that the problem was related to the pacing integrated circuit (ic) in the stacked chip scale package (scsp). The scsp was mechanically removed from the hybrid using heat and placed onto a system breadboard (sbb). When the sbb was powered up, the negative supplies had a nominal, constant value. The current drain measured was nominal at 19a with the sbb loaded. This measurement was similar compared to a known good scsp on the sbb. The analysis was terminated since the higher current drain and anomalous negative supplies had cleared. The failure could not be reestablished. The cause of the reported failure was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.